Event description:
It was reported that when powering on the system, the workstation failed to boot up. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor was evaluated and reseated. The system was tested and found to be working as intended and returned to service.